Event description:
The customer contacted physio-control to report that their device was shutting down unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial medwatch report should indicate: device evaluation. (B)(4). Physio-control evaluated the customer's device and verified the reported issue. It was observed that the device would lose power when the printer was on while batteries were switched. Physio replaced the device's battery contact assembly and battery pins, which resolved the reported issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The initial medwatch report should indicate: physio-control evaluated the customer's device and the reported issue was not verified or duplicated. The cause was not determined. After repairs were performed as a precaution, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Through additional communication with the physio-control representative, it was confirmed that physio observed an appropriate power off of the device by physically removing the battery which as in use while the device was printing. However, that is an example of normal device function thus the reported issue was not confirmed. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. It was observed that the device would lose power when the printer was on while batteries were switched. Physio replaced the device's battery contact assembly and battery pins, which resolved the reported issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was shutting down unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.